Event description:
It was reported that during a coronary stent procedure of a calcified ostial lesion in the rca, the physician experienced difficulty crossing the lesion. When the delivery/stent device was removed from the guide, it was noted the distal end of the stent was flared. It was believed that the damage to the stent was caused by the resistant calcified lesion. There were no reported injuries to the patient. The final outcome of the procedure is unknown.